Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder tubing was cracked. The device was removed and a new ipp was implanted. There were no patient complications reported.